Manufacturer narrative:
An event regarding loosening involving a triathlon prim tib baseplate ¿ cemented was reported. The event was not confirmed. Method and results: device evaluation and results: visual, dimensional, and functional inspection were not performed as the item was not returned. Medical records received and evaluation: not performed as medical records were not provided. Device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. Further information such as the device and medical records are needed. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Loose tibial plate, revised to a universal # 3 baseplate with 12 x 50 cemented stem, 5 mm augments med, lat - 13 mm ps insert.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested but not made available. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Event description:
Loose tibial plate, revised to a universal # 3 baseplate with 12 x 50 cemented stem, 5 mm augments med, lat - 13 mm ps insert.